Event description:
Legal counsel for patient reported patient underwent right total hip arthroplasty on (B)(6) 2007 and a revision procedure on (B)(6) 2013 due to patient allegations of pain, swelling, inflammation, damage to surrounding bone and tissue, lack of mobility, loss of range of motion, and elevated metal ion levels. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2013 due to pain. Operative report noted the presence of an effusion, a pseudocapsule, and the head was cold-welded onto the stem and could not be removed. The stem had to be removed which extended the surgery by 2 hours. All components were removed and replaced with a competitor¿s components.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "material sensitivity reactions.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "fretting and crevice corrosion may occur at interfaces between components." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-2014-04544 /-06586 /-06587).